Manufacturer narrative:
The revision procedure is scheduled for early (B)(6); explant device expected to be provided to the company for evaluation. The customer distal femur replacement implant manufacturing records have been reviewed and no non-conformance has been identified. A supplemental report will be provided after the surgical revision is performed. This customer implant is similar to mets modular distal femur (B)(4).

Event description:
The pt was implanted with a stanmore custom distal femur replacement implant in (B)(6) 1994. Seven years later, the implant femoral condyles became loose inside the shaft and were re-cemented. On (B)(4) 2014, the surgeon notified the company that the pt had become "loose and symptomatic." The surgeon also provided any x-ray which appears to indicate that the femoral condyles had come loose and require revision. The revision is scheduled for early (B)(4) 2014; the customer distal femur implant revision designed by stanmore.

Manufacturer narrative:
As the device in this report is a custom made product and was specifically designed, manufactured and distributed for one patient this is the first time this device has been supplied. Aseptic loosening of the device required a replacement after 20 years of implantation. The device was replaced with a distal femur with no complications reported. The complaint will be tracked and trended. Device not returned.

Event description:
(B)(4). The patient was implanted with a stanmore custom distal femur replacement implant in (B)(6) 1994. Seven years later, the implant femoral condyles became loose inside the shaft and were re-cemented. On (B)(6) 2014, the surgeon notified the company that the patient had become "loose and symptomatic." The surgeon also provided any x-ray which appears to indicate that the femoral condyles had come loose and require revision.